Event description:
A malfunction was reported with a pump due to an error code malf 24, for which the fault ID was 0x2219. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.